Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bagsla broke off during use. The following information was provided by the initial reporter: "when performing the application the needle was in the belly. Client informs that he got to remove the needle from his abdomen. Additional information provided: the event actually happened with customer's wife. It was further reported that only the needle detached from the syringe; it was also further reported that the patient believed that the needle was in the abdomen; however, since there was no bruise nor inflammatory process in the local, she has not gone to see a doctor.".

Manufacturer narrative:
The following fields have been updated with corrections: h.3. Reason code for no evaluation: other. H.3. If other specify.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200794548] noted that did not pertain to the complaint. There was one (1) notification [200794547] noted for cracked hubs. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bagsla broke off during use. The following information was provided by the initial reporter: "when performing the application the needle was in the belly. Client informs that he got to remove the needle from his abdomen. Additional information provided: the event actually happened with customer's wife. It was further reported that only the needle detached from the syringe; it was also further reported that the patient believed that the needle was in the abdomen; however, since there was no bruise nor inflammatory process in the local, she has not gone to see a doctor."